Event description:
On (B) (6) 2009 patient presented with mild neck angulation; had implant of a 28-16-140bl bifurcated device and a 28-28-75l proximal cuff . The procedure was completed with good results. During a follow up visit (follow up date unknown), imaging revealed that the cuff had moved distally (approx 1cm) and that the edge of the cuff had "bird beaked" (infolded) and compressed inward. The patient was sent to (B) (6) under the care of dr (B) (6) and treated on (B) (6) 2010. During the secondary intervention, a wire was advanced into position, and while a 14fr sheath was advanced thru the proximal cuff, the infolded portion popped open. The devices were ballooned, a 30x80 zenith thoracic device and a palmaz p4010 were implanted. At the close of the procedure, the patient had bilateral pulses and good flow.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unknown whether patient anatomy met criteria for indications for use. No conclusion can be drawn at this time.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
Device not returned to manufacturer.